Manufacturer narrative:
The motor/gearbox was removed from the housing. The gearbox was removed from motor and motor tested good. The gearbox appears to be corroded internally. The root cause of this event was identified to be associated with corrosion of the gearbox assembly. A motor stall condition will result in increased current draw from the control unit which will heat the motor and hand piece housing. Factors which can contribute to gearbox corrosion include cleaning and sterilization methods and the chemicals involved. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the powermax hand control overheated. A backup device was retrieved and was used to complete the procedure. A 15 minute delay was noted as a result and no patient impact.